Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the affiliate, a microsensor displayed inconsistent readings after 10 days and was revised.

Event description:
It was reported by the ous affiliate that approximately 10 days after implantation, the microsensor had inaccurate readings and was revised. First implantation of the sensor showed an inconsistent value with the clinical and radiologic exam, change of the sensor pic and of the monitor done approximately 10 days later. This lead to the intensification of therapeutics to control the pic.

Manufacturer narrative:
Additional event details have been provided. This report has been updated to reflect the additional information. To date no sample has been returned and no product identifying information has been provided. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.